Event description:
Clinician is not certain if she heard the audible "click" which indicates that the device is locked. Clinician sustained a needle stick after disconnecting the device from the catheter hub. Clinician reports seeing the introducer needle protrude through the end of the nose guard. The end user and pt had post-exposure titres drawn. The sample was discarded and a lot number was not provided.